Event description:
It was reported that during a da vinci-assisted surgical procedure, customer reported the fenestrated bipolar forceps had a broken cable. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps was found to have a broken conductor wire near the electrical continuity test. The wire was fully broken. No signs of thermal damage were observed.